Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) 350 mg/dl. The customer was treated in the emergency room (ER) with insulin and fluids. Customer's liver function was checked. After less than a day, customer left the ER with a bg less than 250 mg/dl and was in normal condition. Cause of elevated bg was not reported. Customer has since reverted to using manual injections for insulin therapy.